Event description:
Health professional reported patient in (B)(4) study experienced "pain at port site" and also that the port was "bulging." Revision of port, change to low profile port occurred.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Port site pain and port visibility/palpability are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the event of port visibility/palpability as follows: "once significant weight has been lost, it may become possible to palpate and locate the access port without the use of x-ray."